Event description:
It was reported the implantable neurostimulator (ins) lasted 18 months. The reporter stated the depletion was pretty rapid. The patient had received assistance from their healthcare professional (hcp) or a manufacturing representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v504080, implanted: (B)(6) 2010, product type: lead; product ID 3387s-40, lot# v504080, implanted: (B)(6) 2010, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).